Event description:
Lead dislodgement was reported. During repositioning the following day, there was possible damage to the proximal portion of the lead during venous access. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.